Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be approximately (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). Collapse is being used to capture the event of atelectasis (lung collapse). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on an unknown date. According to the complainant, the patient was a higher risk asthmatic female patient. The patient underwent her second bronchial thermoplasty procedure to the left lower lobe. Approximately 5-7 days following the procedure, the patient developed atelectasis and pneumonia. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.